Event description:
In 2005, the pt underwent surgery to move the device to accommodate future neurosurgery. The pt was recently diagnosed with landau-kleffner syndrome. The pt reportedly experienced intermittent loss of lock between the external equipement and the cochlear implant as well as overly loud sensations. In 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.